Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with glares on both eyes (ou) at a 15 week post-operative exam. The brief description from the account and the patient indicated there was glare and sensitivity to light. Patient chief complaint was peripheral light spectrum.